Event description:
Pt reaction 5 min into treatment. Shortness of breath, restlessness, hypotension. Antihistamines given dialyzer changed. No further problem.

Manufacturer narrative:
Investigation/determination of cause: defective dialyzers or dialyzers from the same case were not available for investigation. Retain samples from MFR were investigated instead. See attached analysis report. Safety analysis: users are advised of the possiblity of blood leaks in the "directions for use". Follow up action: the procedure stated in the instructions for use is to carefully inspect all dialyzers before use for any evidence of damage. Package and box labeling clearly warn carriers and users to "handle with care". DHR review: three other complaints (two related) reported for this lot number. The quality criteria for this lot were met. The history device record of this lot does not show any incidents. All production parameters were met. The sterilization process showed no deviation. The engineering change order history shows no items having influence on the quality of product. Evaluation/findings: none of the five investigated dialyzers showed an external cap leak. Conclusion: as defective products are not available for investigation no exact cause could be determined. Previous investigations on eariler mfg lots of this product showed that the external blood leaks (cap leaks) are caused by the unroundness of the dialysate housings which is related to inaccuracy of the injection moulding. Products with new housings with an improved roundness are mfg since 1/13/1998. Ther were no reported external blood leaks on lots mfg with this new housing.